Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due to undersensing and varying r-wave amplitude. The patient was doing well post-procedure.